Event description:
After 5 months of implant time, the pump was explanted because the patient requested it - "not comfortable with continuous critical alarm." This alarm was initially reported in 2003. The alarm appeared to be caused by a motor stall 4 months prior. The alarms were silenced and the pump was reported to be functioning. The alarms started to sound again and the patient requested the pump explant.